Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as the patient had to charge the ipg frequently. The patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.